Manufacturer narrative:
(B)(4). Since the lot number was not provided, this information cannot be determined. Initial reporter phone number: (B)(6).

Event description:
According to the reporter, the load could not be fired with the powered handle.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during low anterior resection. No reinforcement material was used. There was no tissue damage as a result of this problem. The surgical time was not extended by more than 30 minutes due to the product problem.